Event description:
Customer contacted beckman coulter regarding erroneous troponin (accu tnl) results from four different patient samples that were generated by the unicel dxl 800 access instrument. Patient a: the initial accu tnl result was 0.66ng/ml and 0.09/0.09ng/ml upon repeat. The initial and repeat testing was done from a primary tube. Patient b: the initial accu tnl result was 0.46ng/ml. Initially, the specimen was tested fron an aliquot. The patient sample was re-tested from a primary tube and the accu tnl result was 0.54ngml. The patient sample was re-tested 2nd time from an aliquot tube and the result was 0.10ng/ml. Patient c: the initial accu tnl result was 2.61ng/ml and 0.19ng/ml upon repeat (the repeated result was reported out of the lab). Patient d: the initial accu tnl result was 2.14ng/ml and 0.26ng/ml upon repeat. The initial and repeat testing was done from a primary tube. The customer did not recive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.